Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the result obtained. The expected fasting blood glucose test result range is 85 to 101mg/dl. The customer did not report symptom. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 312 and 308mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is approximately four days ago. The meter memory was reviewed for previous test result history. The 403mg/dl (B)(6) 2017 04:30 pm fasting: yes, the 372mg/dl (B)(6) 2017 04:27 pm fasting: yes, the 391mg/dl (B)(6) 2017 04:20 pm fasting: yes, the 201mg/dl (B)(6) 2017 07:00 pm fasting: yes, the 214mg/dl (B)(6) 2017 11:40 am fasting: yes. Customer called in stating that her meter is reading high.